Event description:
Additional information was received stating that the trajectories were deviated between 3.5mm-10mm but on the lower side. This was a a sps surgery with pedicle screws at l4 and l5. The first trajectory was accurate. Deviations were at l4 left side and l5 both right and left. Left side screws both medial, l5 right screw lateral. It is believed by the manufacturer representative that the deviation was caused by a patient shift when surgeon struggled on first trajectory to remove the powerease from the end effector. It is possible this pulling caused a shift. On the second trajectory l5 right side nav showed variance. Variance seemed within the acceptable amount but the surgeon wanted congruence between nav and the robotic arm. A snap shot was performed and the variance was resolved. It is believed that this was a false ¿accurate¿ and the true case was due to patient shift. Subsequent levels also showed the variance and a snap shot was performed again. The healthcare professional claimed the powerease cord hit the patient reference frame which could have caused a nav variance. The case was completed by the deviated screws being explanted. One screw on the right l5 was replaced and a unilateral rod was used so left side screws were removed but not replaced. There was no impact on the patient outcome.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there were three deviated screws during the procedure. The surgeon explanted the deviated screws, revised one, and then placed unilateral screws and rods. There was no patient harm and the procedure was delayed less than an hour.